Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained lioresal with a concentration of ¿2000 mcg¿ at a dose of ¿799.5 mcg¿. It was reported the patient presented with fluid collection in the pump pocket site. The hcp did a catheter access procedure to determine if flow was good, and it was. There were no withdrawal symptoms, so the patient was monitored. It was decided to do a dye study on (B)(6) 2017 and it showed a leak in the catheter connector behind the pump. Surgical intervention was scheduled and performed on (B)(6) 2017 which was successful with replacement of the pump segment of the catheter. The partially explanted catheter was discarded. There were no known environmental/external/patient factors that might have led or contributed to the issue. No patient symptoms were reported related to the leak. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.